Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure five resolute onyx des were implanted, four were implanted in the lad and one in the cx. Cec adjudicated non-q-wave mi (target vessel-lad) 3rd udmi peri-pci the same day and commented there were new anterolateral ECG changes consistent with mi, large troponin and lad dissection. Cec also adjudicated there was no stent thrombosis.